Event description:
The customer's mother reported via phone call that there is air bubbles on reservoir of the insulin pump. Customer's blood glucose was 23.1 mmol/l. The customer's mother stated that her daughter has a cold and they might also be a cause for high blood glucose. Customer was advised to disconnect at quick release and deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer will change set with room temperature insulin in about an hour and monitor for air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.